Event description:
Pt in hospital then discharged with monitor. Pt always on oxygen. Home care dealer got call to p/u monitor when pt expired in the emergency room. Unknown if pt was monitored at time of death. It was reported that monitor did work well and had recorded 7 bradycardia alarms in 7 minutes. Monitor not yet sent to cas.